Event description:
It was reported that the lead impedance trends have recently dropped for all measured conductors for this lead. Several vt/vf episodes were recorded and multiple appropriate therapies have been delivered with no oversensing noted. The lead is still in use. No patient complications were reported. A lawsuit alleged that the patient suffers from apprehension and fear that the lead may fracture, cause inappropriate shocks, and may fail to provide shocks necessary to maintain a regular heart rhythm or regulate the heart rate, which may lead to severe injury and which may be fatal.

Event description:
It was reported that the lead impedance trends have recently dropped for all measured conductors for this lead. Several vt/vf episodes were recorded and multiple appropriate therapies have been delivered with no oversensing noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model.